Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the locking tabs for the pcb-mounted jack connector, designator j2, on the digital pcb assembly were not locked in the down position. This allowed the lcd flex to be loose in the connector resulting in only intermittent contact. The customer was provided with a replacement device.

Event description:
There was no patient use associated with the reported event. Physio-control removed the customer's device from service in order to perform a software update to the unit. Following completion of the software update, physio-control observed that the device's display was blank. Upon further inspection of the customer's device, physio determined that the blank display was the result of a device malfunction that could not have been a result of the software update. As a result of the blank display, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by a device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered.